Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissor tip cover accessory was observed to be tearing easily. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissor tip cover accessory for failure analysis investigation. The accessory was analyzed and found to have exhibited localized melting, which is indicative of arcing in multiple locations measuring 0.788in" - 1.413in" from the proximal end where the instrument inserts. There was no instrument returned with the tip cove the mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury or harm. No arcing was observed. There was no instrument collision. The instrument tip did not touch any staples, clips or sutures. Ther jaws were no immersed in liquid or contaminated by carbonized tissue before activating.